Event description:
The customer questioned a discrepant architect cea result, as the customer stated a previous value obtained for the sample was lower than the suspect result. When the customer re-tested the sample after centrifugation, the result generated agreed with the previous value. The customer provided the following data: initial: 9.4 ng/ml, retest: 1.4 ng/ml. The customer checked the cea controls which were within specifications. The customer was asked to change the lot of reaction vessels (rv) and clean the probe. The on-site abbott sales representative did not perform the probe cleaning, but did replace the rv lot, and obtained the instrument log. Review of the instrument log determined the suspect high value had sudden high peaks in the signal sub-reads. The customer was unsure of the rv lot in use when the suspect result was generated, but the issue was resolved when the customer began using a different rv lot after 2009. The suspect result was not reported out of the lab and there was no impact to patient management.

Event description:
Will not fluoro. Customer did not provide any patient information. No reported injury.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.